Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump "malfunctioned" and the customer went into diabetic ketoacidosis (dka). Reportedly, the customer subsequently suffered liver damage and was hospitalized. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain specific information regarding the alleged malfunction and condition of the customer; however, no additional information was provided.